Event description:
It was reported patient experienced loss of motor response in lower limbs during a permanent procedure on (B)(6) 2025. As a result, the case was aborted and patient recovered post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.